Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Healthcare professional additionally reported "creases." Device was explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: white valve, more than three openings on the anterior and crease flat. Leak test and microscopic analysis was performed which identified: more than three openings striated, crack valve and wear abrasion. Based on the device analysis the final assessment is: more than three striated openings due to surgical damage consist in the use of some surgical tool. Creases are observed but have no relationship with manufacturing. A cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right side deflation and "creases." Device was explanted.